Manufacturer narrative:
Lifescan has requested the return of the subject device for evaluation, but has not yet received it. If the device is returned, lifescan will evaluate it and, if the device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that the cap of her one touch minilancer was loose and falls off. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred 3 weeks ago. As a result of the reported issue, she took her usual diabetes medication (insulin and oral). She also mentioned that she experienced headaches, nervousness,a nd sweating after the reported issue began. The pt did not receive/require any medical attention. At the time of troubleshooting, it was verified that this was not a new product and based on the information provided, there was no misuse. The patient was using a regular cap with the lancing device. This complaint is being reported because the pt alleged that she experienced symptoms, which can be suggestive of hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.